Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6) 2017 with blood glucose of 584 mg/dl. Patient's current blood glucose value: 128 mg/dl. The customer experienced symptoms such as nausea, increase thirst and increase urination. The customer was treated with combo of pump and injections. The customer was wearing the insulin pump during the hospitalization. The device is expected to be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, scratched case and stained end cap sticker.